Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer, input-output, video processor, power distribution circuit boards and associated cabling was replaced in an effort to expedite repair. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 uroview would not initialize. There was no adverse pt involvement reported. There was no pt info reported.